Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. There was no ramping number on the device. The insulin pump was received with cracked case on the lcd display window corners, cracked reservoir tube lip, scratches on the lcd window and missing end cap sticker was present during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 40 mg/dl. Customer treated their low blood glucose with juice and pancakes. Troubleshooting for keypad anomaly was performed. Customer advised during a bolus attempt the numbers continued to ramp up on their own. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.